Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2012 in fdi 25 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.